Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette with green flow stop the pump exhibited a "no disposable, pump won't run" alarm. Per reporter the residual volume was 25.9 ml, rate 55ml/24hr and given 84.1 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.